Event description:
A 43 yr old white g3p3 female status post subglandular inframammary gels on 3/12/80 for augmentation. Left greater than right w/ progressive increase in pain locally and systemic complaints including: arthralgias, myalgias, fatigue, headaches, neurocognitive problems, dry eyes, hair loss, rashes, shortness of breath, hypothyroidism, premature ventricular contractures,and gastrointestinal/genitourinary/menstrual problems. Mammogram 7/8/93 within normal limits except for some calcium in capsules. No history of trauma. Pt had removal 11/16/93 w/ marked bleed w/out moderate histocytes in capsules, w/ moderate clouding/yellowing.